Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient has been paralyzed for greater than 90 days, and the condition is now considered permanent.

Event description:
It was reported that following implantation of the lead on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-01556], the patient experienced a spinal stroke. The patient's system was explanted on (B)(6) 2025 and admitted to the ICU with paralysis of the legs. Patient is currently admitted in a rehab facility receiving physical therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.